Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported an excessive no delivery alarm. The customer also stated the hours had changed on his insulin pump. He stated that the insulin pump would only let him input 8 units. Customer's blood glucose was 97 mg/dl. No additional information provided.